Manufacturer narrative:
Please note: implant date (B)(6) 2009 has been provided as date of best estimate and will be revised when gore receives additional information on this incident. Associated MFR numbers associated with this literature article: 2017233-2021-01995.

Event description:
The following article was reviewed: bahaa nasr et al. " thoracic stent-graft migration: the role of the geometric modifications of the stent-graft at 3 years", ann vasc surg 2019; 58: pp16 -23 https://doi.org/10.1016/j.avsg.2018.10.024manuscript received: july 15, 2018; manuscript accepted: october 10, 2018; published online: 24 january 2019 . Provided patient medical history: asa score 2 - 4, dyslipidemia, hypertension, diabetes mellitus, chronic obstructive pulmonary disease, chronic renal failure. From january 2007 to june 2013, thirty male patients with a median age of 68.5 years underwent thoracic endovascular aortic repair (tevar). The primary aim in this single-center trial was to describe aortic stent graft curvature changes in the proximal attachment zone over a period of 3 years following thoracic stent graft implantation and to identify its impact on stent migration. Secondary outcomes included endoleak and stent fracture. There were 19 atheromatous aneurysms, 8 post-dissection aneurysms, and 3 posttraumatic aneurysms treated in zone 1 in two patients, in zone 2 in seven patients, and in zone 3 in 21 patients. A total of 49 stent grafts were used with one to three stent grafts per patient. It was reported that 15 gore® tag® thoracic endoprostheses and 10 conformable gore® tag® thoracic endoprostheses were also used in the study. The data were retrospectively reviewed and it was found that curvature increase appears to indicate a geometrical change and may serve as a predictor of stent graft migration. Geometrical changes should therefore be included in stent graft monitoring to prevent migration or type 1 endoleak. The article states that in seven patients caudal stent graft migration with movement >10 mm was found. Among these, three patients required reintervention to treat a type I endoleak. It is assumed that conformable gore® tag® thoracic endoprostheses were implanted. It remains unknown if a gore device has contributed to the reported incidents.

Event description:
From january 2007 to june 2013, thirty male patients with a median age of 68.5 years underwent thoracic endovascular aortic repair (tevar). The primary aim in this single-center trial was to describe aortic stent graft curvature changes in the proximal attachment zone over a period of 3 years following thoracic stent graft implantation and to identify its impact on stent migration. Secondary outcomes included endoleak and stent fracture. Retrospective data review found that curvature increase appears to indicate a geometrical change and may serve as a predictor of stent graft migration. Geometrical changes should therefore be included in stent graft monitoring to prevent migration or type 1 endoleak. Among 49 stent grafts used, the article reports that 25 gore® tag® thoracic endoprostheses were also implanted during the study period. The article states that three patients experienced caudal stent graft migration (defined as movement >10 mm) and required reinterventions to treat type I endoleaks. As it is not known if in fact these patients were implanted with a gore® tag® thoracic endoprosthesis, gore reports this incident in an abundance of caution.

Manufacturer narrative:
Article citation: bahaa nasr et al. " thoracic stent-graft migration: the role of the geometric modifications of the stent-graft at 3 years", ann vasc surg 2019; 58: pp16 -23 https://doi.org/10.1016/j.avsg.2018.10.024. Manuscript received: july 15, 2018; manuscript accepted: october 10, 2018; published online: 24 january 2019. H6, medical device problem code: added code 4003. H6, component code: added code 515. H6, investigation conclusions: added codes 4315 and 22. Code 22: according to the gore® tag® thoracic endoprosthesis instructions for use (IFU), potential complications associated with the use of the gore® tag® thoracic endoprosthesis may include but are not limited to: migration of endoprosthesis, endoleak. B3: the date of event coincides with the published date of the article. Based on the study date range from january 2007 to june 2013, best estimate implant date was revised to (B)(6) 2007. Gore has attempted to contact the corresponding author multiple times over an extended period of time to obtain additional information. As no additional information has been received to this day, this event will be processed and closed with the information provided. A serial number for the gore® medical device involved in this event could not be obtained. Therefore, a review of the manufacturing records was not performed. From this literature article, the following cases were generated: mpdcase-(B)(4) (MFR# 2017233-2021-01995), mpdcase- (B)(4) (MFR# 2017233-2021-01997), mpdcase-(B)(4) (MFR# 2017233-2021-01998), mpdcase-(B)(4) (MFR# 2017233-2021-01999), mpdcase-(B)(4) (MFR# 2017233-2021-02000), mpdcase-(B)(4) (MFR# 2017233-2021-02001), b5 - updated part of event description. D1 - updated brand name. D6a - updated implant date to january 1, 2007. H6, type of investigation: replaced code 4118 with code 4111. H6: investigation findings: replaced code 3233 with code 3221.